Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The facility discarded the device. As the device was not returned for evaluation, inspection was unable to be performed. The customer was unable to provide catalog, lot or serial information. Therefore, the device history record (DHR) was unable to be verified. As the device was not returned for evaluation and the reported information did not provide specific details regarding device failure, a conclusive root cause could not be determined. The instructions for use (IFU) state: store in a cool dry place. All components should be carefully inspected before use. If the package or items appear to be damaged or defective, do not use. Prior to advancing the dilator or any other component, always observe acceptable hemodynamics. Do not attempt to insert a catheter having a body size or distal tip larger than the indicated introducer size. Do not remove catheter or dilator rapidly as damage to the back bleed valve may occur. Inspect the agilis nxt steerable introducer for overall condition and physical integrity. Do not use the agilis nxt steerable introducer if any damage is noted. Return the introducer and packaging to stryker sustainability solutions if it is not in acceptable condition for the procedure. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that an air embolus and elevated st occurred with the catheter introducer sheath right after going transseptal. There was no reported issue with the complaint device. There was no unanticipated medical intervention or extended procedure time and the st elevation was resolved on its own. The procedure was completed successfully without replacing the device and the patient was reported to be well and fine a few hours after the procedure. These are commonly used devices that are readily available.